Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Available information suggests that both patient and procedural factors likely contributed to the event. Per the information provided, it was not possible to confirm enough leaflet insertion. A second device was not implanted since there was insufficient grasp of the septal leaflet. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). B2: other serious- in this case there was no reintervention performed. However, there is a potential for reintervention. The device was not returned for evaluation, as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, during a pascal precision ace procedure in tricuspid position, a single leaflet device attachment (slda) occurred. After grasping antero-septal, there was uncertainty about the leaflet insertion. After verification, it was not possible to confirm enough leaflet insertion in both leaflets. The physician was sure that the leaflets were good inserted into pascal device as per the tricuspid regurgitation (tr) reduction observed. The first the septal leaflet was then released, and the device was still in place. Consequently, the anterior one was released, and the slda was immediately observed. The device had detached from the anterior leaflet. The decision was made not to stabilize the detached device, as there was not enough septal leaflet to grasp and there was concerned about having a second slda due to the difficult imaging. Patient was in stable condition and surgery will be discuss in the heart team. The initial tr grade was massive (4+), and post-procedure it was severe (3+) with a gradient of 1 mmhg.